Event description:
As reported: "adverse event : implant failure. Narrative of adverse event : implant failed. Loosening and subsidence was noticed on imaging post-op on (B)(6) 2024. It needs to be removed and replaced." Revision surgery was performed on (B)(6) 2024."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided, like images. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "adverse event : implant failure. Narrative of adverse event : implant failed. Loosening and subsidence was noticed on imaging post-op on (B)(6) 2024. It needs to be removed and replaced." Revision surgery was performed on (B)(6) 2024.